Event description:
It was reported that during implant, the physician had difficulty connecting the ventricular lead into the pulse generator header. The device was not implanted and a new device was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found a contact spring anomaly which likely contributed to the reported anomaly.